Event description:
The customer reported that the device was powering on as expected. The device goes into settings upon start up. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.